Manufacturer narrative:
Clarification to b3 date of event: partial date april 2025. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported right side capsular contracture baker grade IV and "deformity". Device was explanted and replaced.

Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported right side capsular contracture baker grade IV and "deformity". Device was explanted and replaced.

Manufacturer narrative:
Device analysis completion: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, non-penetrating nicks and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.